Manufacturer narrative:
It was reported that the spo2 values would dropped out during a code blue. Attempts have been made to obtain log files and information regarding the event; however, were unsuccessful. Nihon kohden continues to investigate the reported event and will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. The following fields are no information (n/I) to the MDR report as the follow up attempts to the customer were unsuccessful: (B)(4). The following fields are not applicable (n/a) to the MDR report. Lot number & expiration , (B)(4).

Event description:
It was reported that the spo2 values would dropped out during a code blue.

Manufacturer narrative:
Details of complaint: on (B)(6) 2019 nk account executive (B)(6) reported that customer was experiencing a serious issue with bsm-1733a where out-of-nowhere spo2 would just drop out. The only way to regain that rhythm is to reboot the monitor. This issue was now happening on multiple occasions during a code and the hospital had lost its data for that patient. The issue continued to occur after a software upgrade. The issue first occurred on (B)(6) 2019. It was reported that the spo2 values were dropping during a code blue. Injury was reported, however additional information on the injury was not provided. Serial number of the device was not provided. Nk ts requested the following information from customer: serial numbers of the affected unit (s) patient age (in what department they are in use) any check probe error? Does the probe light up consistently? Log files on 1700 and cns department . Environment (what kind of lights are they using in the department) . Age range of patients that are having the spo2 issue . I have attached a pdf file (adverse event form) please fill this out for the event that occurred on the (B)(6). Image of the following . (Due to the age of the awareness date, all data is subject to availability) . Arrhythmia settings . Alarm history. Full disclosure. Age of the patient at the time of event . Patient date of birth . Patient sex . Patient weight . Ethnicity . Race . Outcomes of the code blue . Relevant tests/laboratory data, including dates . Other relevant history, including preexisting medical conditions (e.g., allergies, race, pregnancy, smoking and alcohol use, hepatic/renal dysfunction, etc.) Device serial number . On (B)(6) 2019 it was confirmed that this is a duplicate ticket that was previously captured under ticket 54385 on (B)(6) 2019. Customer did not provide the information as listed above. Please see ticket 54385 for relevant information, including model, serial number and investigation details. There is insufficient information to determine the likely cause of this event or to reasonably suggest that the use of nihon kohden's device caused or contributed to injury. Ticket 54385 investigation details: investigation result: the bsm-1733a; sn:(B)(6) was placed into service on (B)(6) 2017, which is over 2 years at the time of the reported issue. A review of device history found no previously reported issue with the unit or nka servicing. Similar tickets using "bsm-1733a spo2 drop out" and "bsm-1733a spo2 drop out" gave no result. A review of tickets at the customer's site gave the following result: 57891 - spo2 issue occurred during a code blue; this is a duplicate ticket of 54385 25223 - reported on 03/30/2018-spo2 not working; root cause: unknown as issue could not be duplicated by repair center. Based on the device service history, complaints registered by the customer and similar search query, no adverse trend is suspected with the device. The bsm-1700 operator's manual advises customer to perform regular periodic inspection of the unit which involves checking the values of invasive blood pressure, co2 and o2 by the specified mercury manometer and calibration gas. The customer's maintenance report is not available. No other issue for device bsm-1733a; sn: 1812 was reported after this issue. The root cause of the issue could not be determined as the customer did not provide nk with the logs or the device was not sent to nk for evaluation. Review of the device history record (DHR) shows that the unit has no history of CAPA, ncmr, refurbishing, or other suspected defects. Investigation conclusion: the root cause of the issue could not be determined as the customer did not provide nk with the logs or the device was not sent to nk for evaluation. Additional information: b4. Date of this report. D4: serial number: (B)(6). F6. Date user facility/importer became aware of the event. F7. Type of report. F9: age of the device: 32 months. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? H4: device manufacturer data: 06/13/2016. H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Event description:
It was reported that the spo2 values would dropped out during a code blue.